Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power lead was confirmed via visual analysis. Damage to the white power cable was also confirmed via visual analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 2 days ((B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 are from product testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. The system controller was observed to have multiple cuts in both power cables with wires being visible at two locations on the black power cable. The cuts on the white power cable were superficial. Despite the damages, the controller was able to pass all stages of testing with no atypical alarms activating. The controller was able to operate as intended while the controller cables were manipulated by hand and was able to operate on a mock loop for an extended period of time. The root cause of the reported damage was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the black power lead was not confirmed. The heartmate 3 system controller (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. Additional information communicated on 25oct2022 indicated that the system controller was exchanged, and that the controller would be returning. Multiple good faith efforts were sent asking for the return status of the controller; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient status was stable. There were no alarms or issues prior to clinic visit. The controller was exchanged as planned on 24oct2022.

Event description:
It was reported that the black power lead with outer coating was worn through, exposing internal wires. The patient was at home and covered the exposed wires with electrical tape to keep area clean and dry. The patient was advised to call to report any new alarms that would warrant system controller replacement prior to next scheduled visit. The plan was to exchange the system controller on 24oct2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.